Manufacturer narrative:
Customer service conducted troubleshooting with the customer. During troubleshooting, the customer confirmed that the pump had suction, but the noise issue could not be resolved. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up on (B)(6) 2018 regarding an issue that the customer reported about the replacement pump related to low suction and clogged ducts, the customer indicated that she takes antibiotics only when she develops mastitis, which she clarified she had back in (B)(6) (while using the pump with the noise issue) and it could have been caused by the pump not clearing her out, pumping too late, or a combination of the two. She indicated that the noisy pump was working better than the replacement, and that she continues to have clogged ducts daily because it is hard to stay on her pumping schedule with two kids. Additionally, she stated that she did not think this was serious because her clogged ducts are from overproduction, sometimes the pump can clear them, other times it can take a couple of days, but she has it under control just as she did with her son back in 2015. Another replacement pump was sent to the customer. Based on the results of (B)(4) , it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) that her pump in style breast pump was making a high-pitched noise. She additionally alleged that she was very sensitive to the noise and she could not handle it, which led to her having to place a blanket over the pump to use it.

Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on 11/13/2018. The device passed suction and cycle specifications, but an abnormal noise was noted during the evaluation. The customer's report of an unexpected noise was confirmed.